Event description:
An inaccurate reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high and low sensor scan results and experienced hand shaking and loss of consciousness. It is unknown whether the customer noted a trend arrow on the device. The customer self-managed by taking mounjaro insulin and contacted a healthcare professional, who obtained readings of "193-337" and administered an insulin injection. (Dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.